Event description:
Report rec'd of multiple undocumented incidences of leaking and air entrapment. In one incident, a triple lumen catheter was being inserted into a pt and the valves were placed to two of the ports. After the guidewire was removed from the third port, a valve was placed to it and found to leak. The valve was changed, and when the dr aspirated for blood return, air was noted in the syringe. The valves were changed twice more till the system finally did not experience air entrapment. No pt harm reported. Also multiple reports of leaking and air entrapment as above when the valves were placed to peripheral IV lines. No pt harm reported.